Manufacturer narrative:
Replaced part was returned to fi lab and tested. The failure was confirmed. It was determined that opened f2 fuse 1012 error code. The device is used for treatment. The device was not in use, and there is a relationship of the device to the reported event. .

Event description:
The customer reported the unit failed testing due to an air valve liftoff failure. There was no reported patient involvement.

Event description:
The customer reported the unit failed testing due to an air valve liftoff failure. There was not reported pt involvement.

Manufacturer narrative:
(B)(4).